Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the right ventricular (rv) lead exhibited no capture and dislodgement had occurred. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.